Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona tibial component, catalog #: ni, lot #: ni. Unknown persona articular surface, catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as "th" devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that four (4) patients developed femoral component radiolucency following knee arthroplasty. Attempt were made; however, no additional information could be obtained.

Manufacturer narrative:
The product could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.